Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
An exeter stem was implanted in a patient as part of a primary total hip arthroplasty. A 36mm v40 ceramic head (-2.5) was opened and placed on the trunnion. When the surgeon used a head pusher and mallet to impact this, it sounded like it bottomed out without gripping to the trunnion. The surgeon was still able to pull the head off the trunnion even after impacting it. The surgeon tried again four more times, each time hitting the head pusher harder and more times with the mallet yet after each attempt, the head could then still be pulled straight off the trunnion by hand. This was eventually discarded and a new head was impacted on the trunnion. The surgeon reported that the trunnion was clean and had no markings that he could see. The inner aspect of the head also appeared clean and free of debris. The issue was noticed by observation from all staff in the theatre witnessing the head being repeatedly impacted but not actually gripping to the trunnion.

Event description:
An exeter stem was implanted in a patient as part of a primary total hip arthroplasty. A 36mm v40 ceramic head (-2.5) was opened and placed on the trunnion. When the surgeon used a head pusher and mallet to impact this, it sounded like it bottomed out without gripping to the trunnion. The surgeon was still able to pull the head off the trunnion even after impacting it. The surgeon tried again four more times, each time hitting the head pusher harder and more times with the mallet yet after each attempt, the head could then still be pulled straight off the trunnion by hand. This was eventually discarded and a new head was impacted on the trunnion. The surgeon reported that the trunnion was clean and had no markings that he could see. The inner aspect of the head also appeared clean and free of debris. The issue was noticed by observation from all staff in the theatre witnessing the head being repeatedly impacted but not actually gripping to the trunnion.

Manufacturer narrative:
An event regarding an assembly issue involving a ceramic head was reported. The event was not confirmed. Dimensional inspection: the device is dimensionally within specification when compared to (B)(4) ver 2 as per inspection completed by manufacturing cell representative. Functional inspection: not performed because the event is related to in-vivo performance and therefore functionality could not be duplicated. Material analysis: material analysis was not performed due to the nature of the event. Medical records received and evaluation: no medical records were received for review with a clinical consultant device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusion: the returned device was measured and found to be dimensionally complaint hence the event could not be confirmed. Additional information, including operative reports are needed to fully investigate the event. If further information becomes available, this investigation will be re-opened.